Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown restoration plasma stem. Additional information was requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon wanted to change the antiversion of the stem and half of the threaded allowance of the tool broke off inside the stem. The stem and cone body had to be removed completely and a new upsized stem was implanted.

Manufacturer narrative:
An event regarding a disassembly issue involving a restoration stem was reported. Conclusion: the reported event indicates the mcreynolds adaptor fractured in the stem. There is no alleged failure of the reported stem. Fractured threads is a known identified hazard involving mcreynolds adaptor. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the surgeon wanted to change the anteversion of the stem and half of the threaded allowance of the tool broke off inside the stem. The stem and cone body had to be removed completely and a new upsized stem was implanted.